Manufacturer narrative:
H6: investigation summary: three open 32g x 4mm pen needles and three photos were returned from lot. No. Unknown, cat. No. 320559. Visual examination was carried out and broken non patient end cannula was observed on all the samples returned. A clog test could not be carried out due to the condition of the samples returned. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that the bd micro-fine¿ pro pen needle had a broken non-patient end. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the bdj investigation team, translated from japanese: "bdj found that the np needle was broken."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle had a broken non-patient end. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the bdj investigation team, translated from japanese: "bdj found that the np needle was broken.".